Manufacturer narrative:
D10: the serial number of the power supply(ps1) is (B)(6). H3, h6: the ps1 was returned for product analysis. The analysis was able to confirm damaged components; electrically overstressed components; damaged resistors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: bi71000450 kit svc o2, bi71000450 power supply psi, lot # unknown. A medtronic representative went to the site to test the equipment. Testing revealed the generator not reporting ready. Check logs and tested control board. They found ps1 failure. Replaced power supply and adjusted output. Performed fluoro and rad gain calibrations, perform system test and returned system to operation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was being used for a sacroiliac and thoracolumbar a procedure. It was reported that during a posterior spinal fusion with the doctor, the imaging was booted and was never able to proceed past ¿initializing systems, please wait...¿ attempted multiple reboots with the mvs and image acquisition system (ias)connected and disconnected. The generator section on the pendant never got a green check mark, only the motion (top) and mvs (bottom) fields received the green check marks. After the final reboot, the system was pulled out and the remote desktop was launched indicating the generator was not ready under the system board section. Also attempted to re-home the system utilizing the smart terminal with no change in behavior. The use of the imaging was aborted but the surgery was not. The delay was less than an hour with no impact to the patient.

Manufacturer narrative:
H3: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.